Event description:
There was a report of a cartridge change error in a pump that did not detect the cartridge despite the pump starting, charging, and being recognized by a computer. There was no information provided on the impact to the customer¿s blood glucose level. As a corrective action, the faulty pump is scheduled to be returned, and a replacement pump with a new serial number is being provided to the customer.